Event description:
Received info that during a tibial screw insertion for an acl a piece of the driver broke off and was left in the pt. It was detected on an x-ray. At this time the surgeon does not feel it is necessary for an additional surgery to remove it.